Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate dimension vista instrument, resulting higher. The sample was repeated on the same instrument and a glucometer, matching the other repeat result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran service methods on server 1 and a quick check and all tests passed. The cse replaced the sample probe 1 mixer. The cause of the discordant, falsely low glucose result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.